Event description:
It was reported that when an asymptomatic patient presented in clinic for device check, non-sustained rv oversensing episodes were observed. Review of egms suspected my opotential oversensing. Further tests to confirm the myopotential oversensing and programming changes were recommended.